Manufacturer narrative:
No pt info, as no pt was involved in this concern. Per RMA, a replacement computer was sent to site. Computer not received for disposition as of yet, but replacing it resolved the freezing issue. Software application is not an issue.

Event description:
Site called to report despite having only 3 exams on the system, it is really slow and freezing during use. This event did not occur during surgery and no pt was present.